Event description:
The facility reported a colleague infusion pump with a malfunction of being broken. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken housing was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. A service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.